Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three endeavor sprint drug eluting stent were implanted in the lad. Approximately 14 months post index procedure, patient suffered old myocardial infarction and was treated with medication. Investigator assessed that event is not related to the study device. Event is unresolved.